Event description:
It was reported that a pt's generator has come out of the pocket and is moving around making it difficult to interrogate, program, and run diagnostics on the pt's device. The last time the physician was able to successfully interrogate the pt's generator was 2008. The physician has been able to interrogate, program, and perform diagnostics on other pts' devices, however, he is still unable to communicate with this pt's generator. The physician has ordered x-rays to be taken so that he can determine exactly where the device is located and re-try to establish communicate with it.